Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator exhibited noise. When the patient presented for the lead revision on (B)(6) 2018, the device could not be interrogated. Troubleshooting of the device was attempted and caused the device to go into backup vvi. The device was explanted and replaced and the ra and rv leads no longer exhibited noise while connected to the new device. The patient was stable before, during, and after the procedure.